Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has received multiple, intermittent occlusion alarms. The customer could not recall their blood glucose (bg) levels but stated that they were in target range. Tandem technical support educated the customer on occlusion alarms. The customer stated that the occlusion alarms could have been caused by a temperature change due to the pump being kept inside the customer's pocket. As the occlusion alarm had occurred in the past, cts was unable to perform a system check to determine a possible cause of the occlusion.